Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a bent sensor cannula on the insulin pump. Customer's blood glucose was unknown mg/dl. Customer stated that she noticed bent cannula a week ago and is not sure of blood sugar reading at the time of event. The customer was advised that we would ship replacement sensor and agreed to return product for analysis.